Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's user interface flex cable was not properly seated into the user interface pcb. Stryker reseated the cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not power on.